Event description:
It was reported that after the removal of the gastric band, material was left behind. No other details provided.

Manufacturer narrative:
(B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The following additional information has been requested. To date a response has not been received. Should additional information be received, a supplemental report will be submitted. On what date was the band removed? When and how was it determined that a piece of the band remained in the patient? What was done to address the issue? Was the piece removed? If not, are there plans to have the piece removed? What was the approximate size of the piece that remained in the patient? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. Corrected data: b1, b2, h1, h6 health effect clinical code and h6 health effect impact code. Additional information was requested and the following was obtained: 1. On what date was the band removed? (B)(6)2024. 2. When and how was it determined that a piece of the band remained in the patient? CT scan of a suppurating wound in the abdomen. 3. What was done to address the issue? Referred by gp for CT scan. 4. Was the piece removed? Yes on (B)(6)2024 in (B)(6) hospital. 5. What was the approximate size of the piece that remained in the patient? Small rubber sleeve removed. (From CT scan report: in the left upper. Abdomen impression of a retained introduction port from laparoscopy located subcutaneously (2 cm length). 6. What is the current status of the patient? Not scheduled for a check-up by the surgeon and therefore unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. Additional information was requested and the following was received: on what date was the band removed? Unknown. When and how was it determined that a piece of the band remained in the patient? When they removed the band. What was done to address the issue? Unknown. Was the piece removed? Yes. What was the approximate size of the piece that remained in the patient? Unknown. What is the current status of the patient? Unknown.